Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use the right ventricle (rv) lead was showing high capture threshold values, and noisy signals were observed. During surgical intervention, the physician noted that the lead was damaged, and possibly fractured. The lead was capped off. The physician indicted that the damage to the rv lead likely occurred during a replacement procedure in 2017. No adverse effects were reported